Manufacturer narrative:
Additional information: a1, b5, b6 and d11. B5: upon follow up it was reported on an unknown date, the patient was discharged from the hospital and antibiotic treatment remained ongoing. D11: dianeal pd2 1.5% should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On an unknown date, the patient was hospitalized for the event. And was treated with an injection of amikacin (100 mg, 1 vial) and ceftazidime (1 gram, 1 vial). Treatment was ongoing. At the time of this report, the patient was still in the hospital and was recovering from the event. Pd therapy was ongoing. No additional information is available.